Manufacturer narrative:
On august 24, 2021 mentor became aware that this complaint is a duplicate of manufacturer report number 1645337-2021-02431. A review has been done and the reported (1645337-2021-02431) will be for final reporting and complete documentation of this event. No further regulatory reporting to us FDA will be done in this complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported via medwatch number: mw5100686 that a female patient who underwent an unspecified breast surgery with two unknown mentor silicone breast implants has experienced unexplained systemic symptoms postoperatively, including very ill, autoimmune illness; feel like dying postoperative. The patient had the implants removed but did not report the explantation date. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated. This report relates to one of the two prosthesis.